Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up appointment this right ventricular (rv) lead was found to have high pacing impedance measurements greater than 2,500 ohms. There was also oversensing, high pacing threshold measurements and loss of capture (loc). It was reported this rv lead was fractured. An x-ray of the lead was found to be non-conclusive, but an abnormal bend in the lead was noted. Surgical intervention was performed and the rv lead was surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.